Event description:
The following has been reported: biomed reported: "pump will not allow secondary to be programed." No patient harm. A preliminary review identified the following issue: sensor hardware failure (set ID sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint confirmed set ID and bubble detector assembly. Complaint was confirmed, device returned for set ID sensor failure. Device was powered on and a cassette was loaded on to the device. The pump failed to recognize that the cassette was a dual channel cassette which allows for primary and secondary channels to be programmed. The device did not display any options for programming a secondary infusion. Log files were reviewed and a set ID sensor failure was present. The device was opened to inspect for internal damage and to inspect the set ID. No internal damage was identified. The set ID did not display any signs of damage or fluid ingress. Set ID and bubble detector assembly will be replaced during repair before the device is sent to the test line for full functional testing.